Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive to certain users attempting to wake the screen, while others could wake it without difficulty. Symptoms included no clinical effects. Outcomes included no impact to blood glucose, no alerts, no alarms, and no need for medical care. Investigation included user education on proper finger placement and removal of the case to improve button recognition, along with guidance to monitor for progression and capture videos if issues persist. Investigation of this case revealed inconsistent touch activation consistent with use-related factors rather than a confirmed hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user interaction with the button and potential interference from the case.